Event description:
A cgm error 42 was reported. There was no adverse impact to the customer's blood glucose level. The customer received assistance in performing a pump reset, which resolved the issue, allowing them to successfully start a new sensor session.